Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. In addition, an early sensor expiration due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.